Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of camera unit traced to component failure, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during therapeutic knee arthroscopy procedure, the image went black (no image). There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic knee arthroscopy procedure, the image went black (no image). There were no reports of patient harm.